Manufacturer narrative:
Qn#(B)(4). The device history review for the et tube,cf,7.5 lot# 73e1900786 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found cuff leakage when using on patient. It was changed to a new one. There was no impact on the patient.